Event description:
Phs total knee catalog 622258, lot 1185509 rev 15. Contaminants include: a) ink transfer from time out towel. B) red thread in disposable towel. Same reporter in mw5043161- mw5043178.